Event description:
Asr revision. Asr xl acetabular system - left hip. Reason(s) for revision: alval / soft tissue reaction & pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; asr xl acetabular system - left hip; reason(s) for revision: alval / soft tissue reaction & pain. Update received: 3rd december 2013 - corrected 47 number: 4749847. Update - marked as legal, filed out mw fields, added stem . Taken from claimsuite dated (B)(6)2014.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl acetabular system - left hip. Reason(s) for revision: alval / soft tissue reaction & pain. Update received: 3rd december 2013 - corrected 47 number: (B)(4). Update - marked as legal, filled out mw fields, added stem . Taken from claimsuite dated 20th feb 2014. Correction added 3rd november 2014. Lot number provided for stem (2475696) is incorrect. Lot number: unknown. Expiry dates added. Cup: 10 october 2012, head: 13 june 2012, taper sleeve: 24 november 2012. Manufacturing date added to femoral head: 19 june 2007. Complaint category added: pain.